Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose 512 mg/dl when the customer was went to home. Customer noticed that the problem at the 345 mg/dl. Customer was treated with insulin pump. Troubleshooting was done for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.